Event description:
Olympus was informed that the user facility staff used the incorrect detergent (endofresh) while reprocessing the colonovideoscope. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a difference between the reprocessing method described in the instruction manual and the customer's implementation method. Olympus will continue to monitor field performance for this device.